Event description:
Patient was explanted due to mrsa infection. The patient had just undergone generator replacement surgery two weeks before. And reportedly developed an infection afterward. The infection was treated with antibiotics and explant of both the lead and generator. Upon admission to the hospital the day before explant surgery, the chest incision was open and purulent discharge was noted. The infection was present in both the pulse generator/pocket and lead/cervical areas. The patient denied any recent injury or trauma in the area of the incisions and indicated that he had not irriated/scratched at the incision sites.